Event description:
Report received from the USA stating that the device got "hot" in the doctor's hand. The device was used in a "craniotomy" surgery. The reporter stated that the severity of the heat was low and the doctor was able to complete the case. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).